Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose and passed out. Customer¿s blood glucose reading at the time of incident was unknown. The insulin pump received a low battery alert prior to the replace battery alert. Customer stated that the new battery resolved the issue. Customer stated the self-test passed. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.